Event description:
A report was received that the patient's ipg was depleting quickly. The patient was re-educated on proper charging techniques, but the issue was not resolved. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician replaced the patient's ipg and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient's ipg was depleting quickly. The patient was re-educated on proper charging techniques, but the issue was not resolved. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician replaced the patient's ipg and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
The device analysis confirmed the complaint. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery is a known source of high voltage transient signal and current. Company labeling warns against the use on monopolar electrocautery (physician's implant manual 9055940-001). The use of electrocautery during the implant procedure resulted in the reported complaint.